Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling placement procedure. According to the complainant, during the procedure, the mesh carrier was prematurely deployed from the delivery device and was implanted in an incorrect position. The issue occurred during the placement of the first side and no unusual anatomy was noted. The physician removed the entire mesh assembly from the patient. Upon removal, the mesh tore slightly. No parts of the mesh assembly detached. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).